Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "intraoperative and early postoperative complications can include: (2) temporary or permanent nerve damage resulting in pain or numbness to the affected limb."

Event description:
It was reported that a patient enrolled in the comprehensive reverse shoulder study, underwent a reverse right shoulder arthroplasty on (B)(6) 2013. Subsequently, patient is experiencing ulnar nerve neuropathy and fifth digit tingling. There has been no reported revision procedure. No further information has been provided to date.